Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have cause an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted main batteries resulting from user error. The main batteries were replaced to correct the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).